Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The elective replacement indicator (eri) triggered, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was evaluated for premature battery depletion. Investigation resulted in battery voltage too low for the projected remaining capacity and showed the battery appeared to be depleting more quickly than expected. This device was explanted and returned for analysis. No additional adverse patient effects were reported.